Manufacturer narrative:
. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported that the right side implant was "intact." Healthcare professional also reported capsular contracture, baker grade unknown. Device has been explanted and replaced.

Event description:
Patient reported, right side rupture. Healthcare professional, later reported, that the right side implant was "intact". Healthcare professional, also reported, capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: deformation, particles, and wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.